Event description:
Plaintiff alleges developed systemic anaphylactic-type latex allergy after exposure to latex gloves. Further alleges incurring economic damage including loss of income and will continue to suffer from a loss of income in the future. In addition, plaintiff has suffered from emotional stress and fear due to the increased likelihood of future reactions to latex. Plaintiff's spouse alleges loss of consortium of his spouse.